Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is still in temporary prosthesis and the fixed appliance and implant at tooth location #4 was noted to be loose. The implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received the reported implant for evaluation. Visual evaluation was performed. Signs of use were noted on the implant however, debris was seen attached to the implant's drive feature. During a functional / physical test the abutment was able to engage and retain the implant as intended. The alleged loosening event is non-verifiable. DHR review was completed for the subject lot number 2021071455. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021071455 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were material selection of implant inadequate (unable to withstand occlusal forces or long term loading) therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable due to the event is loosening. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: MFR report number 0001038806-2023-01232 was submitted under the wrong item# in error and this report is no longer considered a reportable event. The event has been correctly submitted under the correct item# under MFR number 0001038806-2024-00323.

Event description:
Upon review, it was noted that this event was inadvertently submitted under the wrong item#- this report is being submitted as a retraction to correct the MFR report number 0001038806-2023-01232 that was submitted in error. This event has been submitted correctly under MFR repot number 0001038806-2024-00323. The initial MFR report number 0001038806-2023-01232 is no longer considered a reportable event.